Event description:
It was reported that the patient complained of pain after the procedure. A revision surgery was performed.

Manufacturer narrative:
Additional information will be providing once the investigation has been completed.